Event description:
It was reported that this lead was surgically abandoned due to an unknown product performance anomaly. A new device was implanted. No additional patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b) (2).